Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The tubing sets were being used to deliver unspecified concentrations of unspecified chemotherapeutic agents, at unspecified rates, via plum pumps. After an unspecified lengths of time in use, leaks of solutions were noted at the option-lok male adapters. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies resumed, specific pt details, and if the leaks of solutions were cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.